Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952) original complaint: during spont ventilation hamilton-c6 receives a panel connection lost at (B)(6)2023 11:12:20. At (B)(6)2023 11:12:58 panel connection lost condition removed is logged. Device has been replaced with alternative ventilation at 04.03.2023 11:18:49. Ventilation continuous.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation: the "panel error / connection lost (tn 556951) with panel reconnection (tn 556952)" can be confirmed through logfile analysis. Tn stands for technical note. The certified service technician from hamilton medical switzerland checked the device and found no indication of a hardware or software failure. Root-cause: the most likely root cause for the panel connection lost event is a singular, short interruption of the physical connection between the two units, namely the ventilation unit and the interaction panel. The panel error / connection lost (tn 556951) with panel reconnection (tn 556952) could have various root causes. With the information available the exact root cause could not be determined. Actions taken: the software was updated to last software released at the time of the investigation. Then a software test was performed, which passed with version 1.2.2. No parts were replaced. The device was then recalibrated and put back into service. No further information was provided that could contribute to a more detailed investigation of the incident. Ventilation status: during the panel connection lost, the ventilation continued as set. This is confirmed by the logfiles analysis, and there was no interruption in the ventilation supply. However, as a preventive measure, the user switched to another ventilator during the incident to ensure continuous ventilation. Conclusion: the incident involving the panel connection lost could not be definitively attributed to a specific cause. Preliminary measures were taken by conducting a software check, recalibrating the device, and putting it back into operation.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: in this case the ventilation continued, and the connection loss only concerned the interaction panel (ip). This type of failure (tn 556951 and tn 556952 ) "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardware parts, which solved the failure in the short term. The root cause / the replaced hardware components may differ between each cases. However they can all be linked to the same issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event.

Event description:
The following was reported to the hamilton medical ag: summary: panel error/connection lost (tn 556951) with panel reconnection (tn 556952). Original complaint: during spont ventilation hamilton-c6 receives a panel connection lost at 04.03.2023 11:12:20. At 04.03.2023 11:12:58 panel connection lost condition removed is logged. Device has been replaced with alternative ventilation at 04.03.2023 11:18:49. Ventilation continuous.

Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952). Original complaint: during spont ventilation hamilton-c6 receives a panel connection lost at (B)(6) 2023 11:12:20. At (B)(6) 2023 11:12:58 panel connection lost condition removed is logged. Device has been replaced with alternative ventilation at (B)(6) 2023 11:18:49. Ventilation continuous.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm reported. Investigation is ongoing.